Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe, luer slip with needle had " the stopper with white foreign matter during withdraw". No serious injury or medical intervention reported.

Event description:
It was reported that bd¿ syringe, luer slip with needle had " the stopper with white foreign matter during withdraw". No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: one (1) actual sample without packaging was returned for investigation. Observed that stopper with white foreign matter as shown below: the white fm was send for fourier transform infrared spectroscopy (ftir) test. The ftir result indicated the spectrum match reasonably with that of a mixture of zinc stearate and silicone compounds. Investigation conclusion: from the ftir, identify the fm is mixture of zinc stearate and silicone compounds. Zinc stearate is not use in manufacturing and silicon is one of the compounds use in manufacturing lube solution. Base on DHR reviewed there is no abnormality detected during production and white fm identify as zinc stearate which is not use in manufacturing process. Hence root cause could not be determine.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that bd¿ syringe, luer slip with needle had " the stopper with white foreign matter during withdraw". No serious injury or medical intervention reported.